Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about having a blank display. Troubleshooting was performed. Blood glucose at the time of reporting was 90mg/dl. Customer also reported physical damage to the pump. The insulin pump will be returned for analysis. Replacement pump will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip.